Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for rrt. The definitive etiology of the serious adverse event is unknown; therefore, causality cannot be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was in the hospital with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequency not provided). The patient reportedly signed out against medical advice (ama) on (B)(6) 2026 (reason not provided), however he returned the following morning (B)(6) 2026) with complaints of continued abdominal pain. The patient¿s peritoneal effluent culture result returned positive on(B)(6) 2026 (organism not provided), and the patient¿s vancomycin and ceftazidime were continued. Additionally, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issue and remains hospitalized in stable condition (antibiotics will be given intravenously with hd). Per the pdrn, the cause of the serious adverse events is unknown; however, they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.